Event description:
It was reported that intra operatively during the placement of the leadless implantable pulse generator (ipg), high thresholds were noted during three initial deployments resulting in requiring another deployment attempt. During the fourth deployment, electrocardiogram (ECG) showed n o signs of pericardial effusion. Later, when checked post operatively, pericardial effusion was noted. Protamine was administered resulting in cessation of the bleeding. Use of heparin bolus was suspected to have contributed to the effusion. The leadless ipg remains in use. Patient remains under observation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. Section d references the main component of the system, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.